Manufacturer narrative:
Retainer ring = missing. On (B)(6) 2021 customer alleged the pump having moisture damage in side. Insulin pump received with a frozen screen at medtronic logo on the display. Unable to perform self test, sleep current measurement, active current measurement and displacement test due to frozen screen. Perform visual inspection found moisture damage on pcba1, internal battery connector, vibrator, and motor. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the pcb1 and powered the pump on using the battery simulator normally and unit display still frozen. The original pcba1 was replaced and installed in an original pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and the unit display properly and no anomaly noted. Unit had scratched case, missing display window cover, cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, serial number label missing. The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, unit frozen screen due to moisture damage pcb1. (B)(4).

Event description:
Information received by medtronic indicates the customer saw water under the pump lcd screen. Prior to the incident, the customer stated she got into a pool. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.